Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tw power supply, was not functioning properly. When using the vaso view hemopro it was taking greater than 10 seconds to coagulate and cut branches and there was a lot of smoke generated in the tunnel. The hemopro cord used on the case was new. The same device was used to complete the procedure with much difficulty. The hospital did not report any patient effects. The product is returning.